Event description:
During review of the pt's programming history for file (B)(4) it was discovered that on (B)(6) 2007 a system diagnostics test occurred that changed the pt to 1/20/500/30/60, although a final interrogation was performed, the settings were not changed until the patient's next visit on (B)(6) 2007. This file was created to house the programming anomaly.

Manufacturer narrative:
Analysis of programming history.